Event description:
It was reported that after the patient was initially implanted the hcp (healthcare provider) had to do a lead revision because "I have no meat on my butt" and the lead "kinked".

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3889-33, lot# v956852, implanted: (B)(6) 2012. Product type: lead. (B)(4).